Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 12-oct-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via healthcare provider who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had a fusion surgery and afterwards noticed that their stimulator did not seem to be working like it was before. An x-ray was done and the left lead moved down 1 1/2 vertebral bodies. Revision of lead done, was able to guide the existing lead back up to t8 and anchor. The issue was resolved at the time of report.